Event description:
Additional information was returned that the patient¿s device was replaced in (B)(6) and that no complaints had been received from the patient. The new generator was programmed on at the time of implant, and settings were provided.

Manufacturer narrative:
.

Event description:
The generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
An implant card received on (B)(6) 2013 indicated that this patient underwent generator revision on (B)(6) 2013 due to a generator malfunction. The patient underwent generator revision two months earlier at which time, the generator was programmed on at the same settings as prior to revision with no problems. The patient reported that she experienced irregular and stronger stimulation beginning on (B)(6) 2013. The device was disabled with the magnet. The magnet was removed one hour later, and the event recurred. After stopping the generator four hours, the generator began to work normally. There was no trauma or change in settings that preceded this event. The patient was seen on (B)(6) 2013 and reported that she experienced the same irregular stimulation. She stated that the magnet mode stimulation did not seem to last the full on-time. Diagnostics were normal. A generator diagnostic was performed. The patient reported the event again on (B)(6) 2013. The patient's seizures recurred when the device was disabled.

Event description:
Generator analysis was approved on (B)(6) 2013. Analysis showed that the septa were not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Data shows that 11.084% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.